Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent revision knee arthroplasty surgery due to pain.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information. (B)(6). Reported event was unable to be confirmed, as device was not returned. DHR was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause could not be determined as the necessary information to adequately investigate the event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed. The returned tibial component had residual bone cement on the trabecular metal surface and one of the trabecular metal pegs had been cut off the plate. Surface scratches were also noted on the proximal face. The femoral component also had residual bone cement on the trabecular metal surface and surface scratches on the condyles. The articular surface showed signs of wear of the proximal face and damage around the dovetail feature consistent with component removal. The malposition identified within the x-rays could be a source of the patient's pain, however, per the persona knee system package insert, pain is a known potential adverse effect of this procedure. The root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent a total right knee arthroplasty revision to address pain one (1) year and three (3) months post-operatively. Initial and revision operative notes did not identify any intraoperative complications. The revision operative notes did not describe the component alignment or list the alignment as an indication for revision.

Manufacturer narrative:
(B)(4). With initial and revision surgical notes provided, the component was implanted with the correct fit and orientation as per the surgical technique.